Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported product misfired. 09/22/1998 - the cartridge fell out of the device into the abdominal cavity. The cartridge was retrieved through the trocar and another stapler was opened to complete the case. There was no consequence to the patient.